Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. Six days after event onset. The patient was hospitalized for the peritonitis event and began treatment with intraperitoneal (ip) injection of vancomycin (1g daily/five days, ongoing) and ip injection of imipenem (1 gm daily, ongoing) for the event. On an unreported date, pd therapy was discontinued. Three days after receipt of this report, the pd catheter was removed and the patient was performing hemodialysis therapy. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.